Manufacturer narrative:
Per report, "a customer has reached out and said that he repeatedly got negative results using these tests, but positive results using other methods. As per him, these strips are not showing accurate results." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "a customer has reached out and said that he repeatedly got negative results using these tests, but positive results using other methods. As per him, these strips are not showing accurate results."